Event description:
It was reported that several hours after implant, the programmer showed the device had interlocks between polarity programming and the lead monitor feature for no known reason. The pacing and sensing polarity were marked as configure. The next day everything resolved itself with no clinician intervention. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 338023 implantable pacing lead (B)(6) 2013.(B)(4).